Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was not detected on the bus. A field service engineer replaced the pyxis cable; however, swapping pyxis cable did not resolve the issue. Further analysis determined that the interface board, where the srm connects directly to the auxiliary port at the rear, was likely the cause. The interface board located at the rear of the aux port was then replaced, and the srm cable was reconnected directly to the new interface board and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager continued to fail and the device was not detected on the bus. The user rebooted the device; however, it was still not working and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.